Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3, system fault, alarm was not confirmed. No log files were submitted for review, and no photos of the reported event were provided. The motor was not returned for further analysis. The provided information indicated the console was swapped to the backup console to resolve the issue. Additional information provided stated the patient was supported by a separate device, the motor was not exchanged, the serial number of the motor is (B)(6), and it is unknown if there is any concern regarding the functionality of the motor. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer investigation is completed.

Event description:
It was reported that while setting up the centrimag console, and s3 alert came up, and acknowledging the alarm did not resolve the issue. The backup console was used to conclude the procedure. The motor was not exchanged, however, it was unknown if the motor could have contributed to the event. The centrimag system was not used.